Manufacturer narrative:
(B)(4)-incomplete. The lot number is currently unavailable; therefore, the exp date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair surgical procedure when the surgeon was suturing the skin, he/she noticed that the perfusate flowed out of the portal causing the patient to get burnt. The surgery was completed without a delay. It was not reported if a spare device was available for use. There was patient involvement reported. It was not reported if there was medical intervention or prolonged hospitalization. The patient's status post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
Additional information received on 10/26/2018. No further information was provided as to what type of suction was used. The patient was under observation. The device will not come back for evaluation.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is currently unavailable; therefore, the expiration date is unavailable.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. Furthermore, no lot number was supplied which precludes conducting a device history record (DHR) review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available.